Event description:
It was reported that the patient received inappropriate therapy due to noise on the ventricular channel. Low r-waves and low pacing impedance were noted. Noise was observed when the patient moved the clavicle. Lead fracture suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.